Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).this report filed (B)(4), 2012

Event description:
It was reported that patient underwent primary hip procedure in (B)(6) 2007. Patient underwent revision surgery in (B)(6) 2011 due to pain. No further complications have been reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same patient (reference 3002806535-2012-00010 / 00011 & 00019 / 00020). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported the patient underwent a left total hip revision procedure approximately four years post-implantation due to allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received on (B)(4) 2014 including item and lot numbers that were not available at the time of the initial report. The exact implant date was received as well and corrected on this medwatch report.